Manufacturer narrative:
The ca2 reagent lot number was 724585 with an expiration date of 31-jul-2024. The tp2 reagent lot number was 713203 with an expiration date of 31-may-2024. The gluc3 reagent lot number and expiration date were not provided. The calibration data provided for ca2 from 26-jul-2023 was acceptable. Calibration data was not provided for tp2 or gluc3. Qc data was not provided. The customer stated qc was acceptable. The samples were spun down for 4 minutes at 4400 rpm. Based on the sample tubes used, this spin time is shorter than recommended. The field service engineer (fse) found gel buildup on a sample probe. The fse replaced the sample probe, performed adjustments and completed precision testing successfully. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas pro c 503 analytical unit. Discrepant results were provided for 3 patient samples tested for glucose hk gen.3 (gluc3), calcium gen.2 (ca2) and total protein gen.2 (tp2), sample 1 initial gluc3 result was 19 mg/dl. The repeat result was 100 mg/dl. "Sample 4" initial tp2 result was 1.1 g/dl. The repeat result was 6.9 g/dl. "Sample 5" initial ca2 result was 6.4 mg/dl. The repeat result was 10 mg/dl. The samples were repeated on a different c503 analyzer. The repeat results were believed to be correct.